Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair shows intermittent "drive lock out" appears on the screen while driving the chair.